Event description:
Hcp reports the pump was explanted in 2003 and returned to the manufacturer for analysis. The hcp reports the event was not device related. The pt had been receiving chemotherapy complicated with severe parcytopenia and sepsis. "This gives (flegmore) around the pump and later collection of pus around the pump. Explanation: fear for meningitis". A follow up report will be sent when additional info is obtained.